Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure to revise the device. During the procedure, the device was inflated and holes with fluid leak were noted in both cylinders; therefore, these cylinders and pump were removed and replaced with new components which were plugged in to the existing reservoir. There were no patient complications reported.